Event description:
The customer reported to olympus, the high flow insufflation unit had abnormal gas volume reading. When the device is turned on every time, the value of the volume will increase 0.1l every time without connecting the gas cylinder. There were no reports of patient harm.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. The device evaluation found no issues. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified. Olympus will continue to monitor field performance for this device.